Event description:
It was reported that pulse generator interrogation showed battery measurements of 2.46 v, 9 ua and 30 kohms, by calculation a beyond elective replacement indicator (eri) measurement. However, battery voltage was still above the eri threshold and no eri message was seen upon interrogation. Attempts to run tests resulted in a -telemetry error- message from the programmer. The pulse generator was explanted and replaced due to loss of communication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.